Event description:
The patient received a trial scs system, including two percutaneous leads (of the same lot number), on (B)(6) 2010. The patient was released from the facility post-operative. It was reported that on her way home, the patient lost stimulation from her trial system. The patient presented to the facility for examination that same day. While in the waiting room, it was reported the patient fainted and began having a seizure. Upon regaining consciousness, the patient began vomiting. The patient was admitted to the hospital for observation and the scs stimulation was temporarily stopped; however, she left a few hours later against medical advice. The scs system was reinstated prior to the patient's departure to allow the patient to continue with the trial. No allegation the patient's seizure was device-related was stated. It is unknown whether the trial leads will be returned to the manufacturer for analysis following the conclusion of the patient's trial. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation method- the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed. Conclusion: a review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.